Event description:
Customer reported the device started making a high pitched, squealing noise. Pump could not be turned off or turned on. Noise continued until battery died. One pump was received. During the evaluation, unable to duplicate reported issue of "the device started making a high pitched, squealing noise". Found "error 51" in history log (1x), speaker circuit checked and no problem found. Error 51 caused by battery loss. Battery test passed, battery fully charged. Observed abnormal noise from clamp motor, replaced. After repair, device was found to meet specification.

Event description:
Customer reported the device started making a high pitched, squealing noise. Pump could not be turned off or turned on. Noise continued until battery died. One pump was received. During the evaluation, unable to duplicate reported issue of "the device started making a high pitched, squealing noise". Found "error 51" in history log (1x), speaker circuit checked and no problem found. Error 51 caused by battery loss. Battery test passed, battery fully charged. Observed abnormal noise from clamp motor, replaced. After repair, device was found to meet specification. Error 51 (defective speaker) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a. CAPA was initated for error 51.